Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d4: brand name, pro-code, common device name, lot & UDI provided for reporting. D2: additional pro-code ktt. H3, h4, h6: a review of the device history record has been requested. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H3, h6: the investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown tfna helical blade/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, patient underwent revision surgery due to migration of a trochanteric fixation nail advanced helical blade. Patient was implanted with tfna on (B)(6) 2019. Patient was treated with a hip prosthetic. Procedure was completed successfully. Patient outcome was as planned. Concomitant devices: locking screws (part: unknown; lot: unknown; quantity: 1), tfna end cap (part: unknown, lot: unknown, quantity: 1), tfna nail (part: 04.037.044, lot: h820582, quantity: 1). This report is for an unknown tfna helical blade. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part number: 04.038.390s, lot number: h806928, part manufacture date: 25-jan-2019, manufacturing location: elmira, part expiration date: 01-jan-2029, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 90mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary investigation selection, investigation site: cq zuchwil, selected flow: functional / damage. Visual inspection the returned tfna helical blade show some deep scratches and impression marks on its surface, especially at the connection area. The rest otherwise is in good condition. Summary: the complaint condition that a tfna helical blade slipped through the nail can be confirmed. However, it is clearly visible that the locking mechanism of the tfna nail was sheared off (got damaged) during use and consequently the reason was why the helical blade slipped through the nail. We strongly assume that the cause of this complaint is an alignment issue, excessive force, and/or not exactly following the surgical technique steps. For more details regarding insertion and extraction of the blade, please see in the current technique guide ¿dsus/trm/0614/0109(7) 12/17¿. We can confirm the visible damages are not from any manufacturing non-conformity. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.